Manufacturer narrative:
Sections could not be completed with the limited information provided. Concomitant medical products: item name: nexgen precoat cr-flex femoral size g-rt, catalog number: 00595001702, lot number: ni; item name: nexgen molded cr-flex articular surface blue 10 mm, catalog number: 00597005010, lot number: ni.

Event description:
It was reported the patient experienced an unknown genitourinary/renal complication approximately 9 months after date implanted. It is uncertain if the event is device related. The outcome is still pending.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device belonged to a different location. Please see report 0002648920-2017-00166 .